Manufacturer narrative:
A supplemental report is being submitted for device evaluation for the main pli and investigation completion for the additional product in h10. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed several, sudden decreases in power consumption and estimated flows have been logged since (B)(6) 2020 leading to parameters below normal operating range. Multiple low flow alarms have been logged since (B)(6) 2020. Additionally, 2 high watt alarms have been logged since(B)(6) 2020 accompanied with increases in pump rotational speed. Information received from the site indicated that the patient was hospitalized due to hemolysis, low flow alarms and low flows. An inflow/outflow occlusion or migration of thrombus was suspected. The patient was placed on intravenous (IV) heparin. The patient was later started on intravenous (IV) vasodilators. A computerized tomography angiography (cta) was performed which was suspicious for an outflow graft luminal occlusion and the patient's lactate dehydrogenase (ldh) continued to climb. The patient was taken to the operating room for a vad exchange and suffered a stroke. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. A possible root cause root cause for the observed high watt alarms can be attributed, but not limited, to changes in pump rotational speed. Per the vad instructions for use, device thrombus and stroke are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot#: 17062215-0569 h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67, 22 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and correction. Correction b3: event date was corrected from (B)(6) 2020 to (B)(6)2020. Product event summary: the pump ventricular assist device (vad) and two segments of the associated outflow graft were returned for evaluation. Failure analysis of the outflow graft revealed that the returned segments passed visual examination. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the devices. There is no evidence of a malfunction that may have prevented the devices from performing as intended. Additional products: d1: outflow graft d4: lot#: 17062215-0569 d9: yes, return date: 24-sep-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e0303, e0133, e0514 h6: imf code(s): f08, f1203, f1905, f2203, f2303 h6: device code(s): a1409 h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to hemolysis, low flow alarms and low flows. It was suspected that there was a possible inflow/outflow occlusion or migration of thrombus to the impeller that was causing lactate dehydrogenase (ldh) to double within 24 hours to 738, despite having a therapeutic international normalized ratio (inr). The patient was placed on intra venous (IV) heparin as they monitored ldh and power. A receptor activity modifying protein (ramp) echo was scheduled. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information added to a4 to include patient weight, b5, b6, d6 and d7 to include the implant and explant dates, and h6 to include another patient code. A correction to b2 to include life threatening and correction to h10 to include the system reported outflow graft. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: (B)(6)2022 / lot#: 17062215-0569 UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: (B)(6)2017 h5: no h6: patient code(s): c37965, c27083, c3390 h6: device code(s): c62897 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the flows remain low despite increasing the speed of the pump. The patient was started on intravenous (IV) vasodilators. A computerized tomography angiography (cta) was performed which was suspicious for an outflow graft luminal occlusion and the patient's ldh continued to climb. The patient was taken to the operating room for a vad exchange. During the procedure of the vad exchange, the patient suffered a stroke. The patient was hemodynamically stable before the surgery.